Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 5.496 mg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. The hcp could aspirate, but was unable to fill the pump. They could only get 30 ml into the pump and were unable to fill to 40 ml capacity. At the previous refill in april it was difficult to inject so she removed the filter and "it went well." On (B)(6) 2016 she was expecting 5.9 ml and got back 7 so "that was good" but then she was only able to put 30 ml into the pump. A lateral x-ray image was recommended; however the hcp mentioned she may replace the pump. Patient symptoms were not reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional indicated that device was delivering morphine (concentration 10mg/ml, dose 5.496 mg) for chronic pain. Other medications; percocet, meloxicam, lexapro, neurontin, lidoderm, trazadone, skelaxin, lasix, fluticasone, clonazepam, multivitamins, combivent, respimat, keflex the cause of difficulty filling and volume discrepancy was not determined. The volume discrepancy issue had not been resolved per the office visit notes of (B)(6) 2016, the (B)(6) female patient was presented with low back pain and knee pain. History of present illness; the patient reported her pain had been constant but tolerable with the current medications. Nucynta helped better but was too expensive. Low back pain onset date was 15yrs ago, severity was moderate-severe. The problem was stable, occurred persistently. There was no radiation of pain. Pain was described as achy, discomforting, numbing, piercing, sharp, shooting, stabbing and throbbing. Context was no injury. Symptoms were aggravated by ascending/descending stairs, changing positions, jumping, lifting, rolling over in bed, sitting, standing and walking. Symptoms were relieved by exercise, ice lying down, over the counter medications, nonsteroidal anti-inflammatory drug (nsaids) and stretching. Right knee pain onset date was 8 yrs ago. Severity was moderate-severe. Pain occurred constantly and was worsening. There was no pain radiation. The pain was aching, piercing, sharp, throbbing, discomforting, stabbing and shooting. Context was surgery. The pain was aggravated by climbing and descending stairs, lifting, sitting, walking, standing, changing positions, daily living activities, jumping and rolling over in bed. The pain was relieved by exercise, ice, pain/prescription medication, over the counter medicines, nonsteroidal anti-inflammatory drug (nsaids) and stretching. The patient had left hand dominance the patient had chronic asthma and chronic obstructive pulmonary disease (copd) that started on (B)(6) 2015. Patient was also obese (not chronic), beginning (B)(6) 2015 other past medical history; total hysterectomy, knee replacement and surgery from sepsis. Family history of diabetes mellitus, uterine cancer, cardiovascular disease and alcoholism. Former smoker. Allergic to tree, pollen-birch. Review of systems; dyspnea, wheezing, urinary frequency, urinary incontinence, anxiety, depression, insomnia, seasonal allergies, nasal drainage, sinus pressure, edema, abdominal pain, constipation, diarrhea, dizziness, extremity weakness, headache, memory impairment, extremity numbness, fatigue, back pain, joint pain, muscle weakness and neck pain blood pressure was 126/64, pulse was 68, weight was 225, body mass index was 39.86, pain score was 7/10 physical exam was normal for eyes, ears, respiratory, extremity and psychiatric. Abdomen findings was obese. General skin inspection revealed no rashes, external nose - nasal cannula. Overall appearance-chronically ill appearing. A refill was performed on this day, 4ml of clear fluid was easily obtained and discarded. They then proceeded to inject morphine. They always left the needle hand in contact with the needle inside the pump to make sure no injection was done outside the reservoir. Intermittently, they aspirated clear fluid every 5 ml ,upto 14ml they had been able to aspirate while assuring needle was inside the pump, then they could not aspirate. They changed the (illegible sentence, fax cutoff). Additional follow-up is being conducted to obtain the complete fax report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.